Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the catheter froze on the guide wire. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery (sfa). This v-18 control wire was selected; however during advancement the non-bsc balloon catheter became stuck on the guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the catheter froze on the guide wire. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified superficial femoral artery (sfa). This v-18 control wire was selected; however, during advancement the non-bsc balloon catheter became stuck on the guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device was bent 296.6cm from the proximal end, and kinked 299.1cm from the proximal end. All the measurements that were taken were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).